Event description:
It was reported that the customer experienced air bubbles and gaps in the tandem mobi system during insulin pumping. The customer's blood glucose level remained within normal range and did not exceed 500 mg/dl. Corrective actions included troubleshooting with technical support and resuming insulin therapy after the air bubbles were resolved, while plans were made for trialing alternative equipment and site management practices to prevent future issues. The customer acknowledged understanding of the resolutions provided.